Manufacturer narrative:
The date of this submission is 22-dec-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 25-oct-2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss mint waxed, dentally for an unknown indication (lot number 1446d, frequency and expiration date unspecified). After an unspecified duration, after pulling the length of floss out when the consumer tried cutting the floss, the cutter popped out and metal cutter broke off. The consumer did not experience the same in past. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 10-dec-2016 a review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. The analysis of product and category trend for this complaint will be managed through a monthly trending process. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains as reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 10-nov-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 25-oct-2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss mint waxed, dentally for an unknown indication (lot number 1446d, frequency and expiration date unspecified). After an unspecified duration, after pulling the length of floss out when the consumer tried cutting the floss, the cutter popped out and metal cutter broke off. The consumer did not experience the same in past. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.